Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported, high blood glucose levels. The customer also stated, that the reservoir had a crack and insulin leaked from the side. Nothing further was reported.